Manufacturer narrative:
The airis ii is a 0.3t MRI system. The site contacted hitachi on december 7th, 2020 to report an adverse event. They reported a patient received a scan for her elbow on (B)(6) 2020. The site performed a screening prior to performing the scan. The patient was scanned using the knee coil. The site noted there were no loops in the coil cable, coil cable did not touch the patient, patient did not come into contact with the system, and patient did not complain of warmness or burning during the scan. The patient called the site on december 4th, to report that she had received a burn similar to a sunburn on her back and both arms and has visited the urgent care. The site asked what portion of the arms were burned but the patient did not divulge the information. The patient also did not provide pictures of the burn when asked by the site nor did she revisit the site for physician to check her burns. The patient also did not provide information on whether she received treatment. Hitachi engineer visited the site and inspected the knee coil. The knee coil passed testing and was determined to be operating as intended. The patient's images were reviewed by applications. The images showed good quality with no artifacts and each sequences had low sar level. The MRI and coil operated as intended with no malfunction detected. Hitachi is unable to determine a root cause for the adverse event.

Event description:
On december 7, 2020 hitachi received a report from an MRI site. A patient received an MRI and alleged that she received a burn as a result. The site was using the airis ii (system ID is c235).